Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis found that the device had a charge circuit time out and excessive charge time with no recommended replacement time (rrt) timestamp. The device met its expected longevity. The device was able to successfully complete a 35j charge with nominal charge time with a reference or donor battery. The device functioned nominally with regards to pacing output, lead impedance, regulated supplies, and reference voltages. Analysis results were consistent with the device battery causing the charge time out. No hybrid anomalies were found. Based on the destructive analysis results, no internal short occurred in the battery. The lithium anode showed localized discharge along the edges with severing in some areas and nearly complete severing in one area. Analysis of the returned device was inconclusive. This device was included in that field action, but returned product testing found the device did not perform as described in the field action. Concomitant medical products: 5071-53 lead, implanted: (B)(6) 2005. (B)(4).

Event description:
It was reported that the device had a charge circuit timeout. The device was explanted and replaced. No patient complications have been reported as a result of this event.